Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, thr dr. Reported an adverse event who now has experienced a bowel perforation after using the peristeen transanal irrigation system. The patient was never enrolled in care and did not have access to training information. This patient was using peristeen for the first time and panicked after inflating the balloon and thought she was pumping air into her bowels and immediately removed the catheter probe with the balloon fully inflated and intact after removal. The patient has been admitted to the hospital with a diagnosis of a "perforated rectum" and is scheduled to have a drain inserted tomorrow morning in the interventional radiology department as she now has free air in her abdominal cavity. If this intervention is not a success, then the plan is for the patient to go to the or for surgery.